Event description:
Patient reported that the cuff was too small for their arm and caused bruising.

Manufacturer narrative:
The device associated with this incident was not returned for investigation.